Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set) and 2367, which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) explained the message to home patient (hp), informed the hp to start over using new supplies and inform their registered nurse (rn). The hp did disconnect and reconnect in the drain cycle. The hc was okay. The hp will start over with new supplies, and no samples are available for evaluation. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the drain stage, where the home patient did disconnect and reconnect in the drain cycle. This complaint is confirmed because disconnecting from the set is a use error that may cause a system error 2240 and/or contamination. Per the patient at-home guide, users are instructed to use proper disconnect procedures.